Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
11/05/1997-supplemental report #1 submitted to FDA.